Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of an overprime - leak out of patient line was confirmed and the root cause was determined to be use error, because the patient had more than one bag on the heater pan. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with fluid coming out of the patient line during the prime on the homechoice machine(hc). The hp continued to connect and started therapy. The hp was contacted on (B)(6) 2011. The hp stated that she was able to perform therapy without any further complications. There was patient involvement; however, there was no injury or medical intervention reported.